Event description:
It was reported that the lead was explanted and replaced due to high, out of range, high voltage lead impedance. The patient was fine after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.